Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the unit had a transistor failure. T was reported that the device stopped working unexpectedly during use. The reported issue was confirmed. The most likely cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, control unit would run okay while no shaver was in the handpiece. It was able to change back and forth modes and adjust speed just fine. It ran as normal with soft tissue shaver mini in the handpiece for about a minute before they switched in the dense tissue shaver mini. It was running okay for about 15-120 seconds and all of a sudden died. At first, it was only the left pedal that wasn't working, the right pedal worked again with no shaver in the unit. This only worked the first time and used the pedal then when they went back to it, neither pedal worked to run the shaver, even with no handpiece in it. That same handpiece and footswitch worked just fine on loaner control unit just moments after this one failed. There was no patient involvement.